Event description:
It was reported that during a respiratory arrest the patient was found to have loss of capture. The loss of capture was suspected of both the pacemaker and the right ventricular (rv) lead. It was also reported that the thresholds were high on the rv lead. The rv lead was capped and replaced. And the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.